Event description:
Patient was positioned supine and intubated per anesthesia in the or. Egd (esophagogastroduodenoscopy) with dilation with guidewire performed 27 fr through 39 fr. Stent deployed per MFR's instructions with manufacturer representative present. Placement under fluoroscopy appeared correct. Proximal portion of stent did not open properly. It hooked onto the opposite side of the wall of the esophagus pulling in the mucosal wall. After 3 hours of attempting to unravel the stent to free up the esophageal wall mucosa (caught in stent), progress was made, however leaving gnarled wires in esophagus.